Manufacturer narrative:
The investigation is in progress. Samples are being returned for evaluation. The device history record (DHR) for the lots were reviewed. No abnormalities that could have contributed to the reported complaint were found during the DHR review and the product was released according to the MFR's acceptance criteria. A root cause has not been identified. (B)(4).

Event description:
A surgeon reported that one of three trocar cannulas was found to be missing the hub before surgery. There was no pt involved.